Event description:
It was reported that the atrial lead had no capture and low sensing values. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defibrillation lead, (B)(6) 2001, 5076 implantable pacing lead, (B)(6) 2011, 4296 implantable pacing lead, (B)(6) 2011. (B)(4).